Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. H6 - health effect clinical code: 4581 - significant shallowing of ac secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of anterior chamber. Due to excessive vault and significant reduction of anterior chamber, the lens was exchanged for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found corrected to not completed in the initial MDR. Claim # (B)(4).